Event description:
The device has stopped pacing an unknown number of times during patient use and has had to be reset manually. No adverse affects to any patient were reported as a result of the alleged malfunction.